Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-discharged check a day after implant, no capture was noted on the left ventricular lead due to dislodgement. The lead was repositioned on (B)(6) 2019. The patient was stable and doing well after the procedure.